Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified posterior tibial artery. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another increased-size high-pressure balloon catheter. No patient injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified posterior tibial artery. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another increased-size high-pressure balloon catheter. There were no patient complications as a result of this event. It was further reported that the lesion was 90% stenosed, mildly tortuous and severely calcified.